Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after filling a cartridge with 300 units of insulin. There was no impact to the customer's blood glucose level. Reportedly, customer reloaded the cartridges and successfully completed the load process.